Event description:
When (B)(6) was admitted from outside hospital, existing og was removed and replaced with longer 5fr og. Placement was measured and tube placed without resistance. Xray obtained which showed feeding tube was noted to course over to the right side of the chest/abdomen due to probable esophageal perforation.